Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Almost choked [choking sensation] brush heads don't fit on all the way - oral-b [device connection issue]. Toothbrush shutting off randomly - oral-b [device physical property issue]. Case narrative: a spouse via phone stated that their wife almost choked on an oral-b toothbrush head. The toothbrush heads did not fit all the way on the oral-b toothbrush and the toothbrush was shutting off randomly. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Almost choked [choking sensation] . Brush heads don't fit on all the way - oral-b [device connection issue]. Toothbrush shutting off randomly - oral-b [device physical property issue]. Case narrative: a spouse via phone stated that their wife almost choked on an oral-b toothbrush head. The toothbrush heads did not fit all the way on the oral-b toothbrush and the toothbrush was shutting off randomly. No serious injury was reported.